Event description:
The customer reported that while the unit was in use on a patient, the unit shut off. No patient injury was reported.

Manufacturer narrative:
The company representative observed that there was white residue and oxidation present on the motor control printed circuit board and power supply. He replaced these components. The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).